Event description:
The patient was not able to recharge his device due to a problem with his left shoulder. The device was repositioned and he recovered without sequela.

Manufacturer narrative:
(B)(4).